Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2500 ohms. In addition, amplitude out of range was also noted. The revision procedure scheduled and the physician decided to not extract this lv lead. Subsequently, due to the patient anatomy a new lv lead was not able to be placed at this time. No additional adverse patient effects were reported. This lv lead remains implanted.